Manufacturer narrative:
(B)(4). Investigation of the returned uphold lite revealed that the distal end of the blue dilator is torn where the suture detached. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim was used during an anterior repair of vagina procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from suture and was retrieved inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.